Event description:
I use fixodent, have to mention to dr not knowing the reason, I have disability in my rt hand, but never been examined for the numbness by reporting this incident I'm hoping that I can get some medical help. I'm not sure the product cause the problem, but I have no strength in the hand. I have cramps, numbness sometime no control when I'm writing. I'm hoping by voluntary in this report I'll get some more testing. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 1975 to 2010. Diagnosis or reason for use: denture. Event abated after use: no.